Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The medium-large clip applier instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes the clips not to engage. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon attempted to pinch the device to activate the clip and the clip would not engage while in the patient. The single-site medium-large clip applier instrument was removed, and a new one was utilized. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip used was a teleflex non-absorbable polymer ligating clip ref# 544230. The size of the clip was unknown; however, the clip was used on the cystic duct on the gallbladder. The issue occurred on the first clip application attempt. There were no photos or videos available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the single-site medium-large clip applier instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.